Manufacturer narrative:
The axium prime coil will not be returned for evaluation as implant coil remains in the patient and pushwire was discarded; therefore, product analysis cannot be performed. The device was not returned, therefore the reported event could not be confirmed. The cause of the event cannot be conclusively determined from the provided information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during balloon assisted coiling treatment of a small cerebral aneurysm, coil migrated during removal of the microcatheter. It was reported that during procedure, the physician inserted the axium coil into the target aneurysm. Then a guidewire was inserted, and the physician started removing the microcatheter from the patient. However, the proximal end of the axium coil was stuck on the catheter tip and migrated from the aneurysm about a few millimeters. The physician pushed the coil into the aneurysm with a guidewire, but the coil was not inserted completely into the aneurysm and the coil was still out of the aneurysm a little bit. However, the physician determined the migrated coil was not a problem, the procedure was completed. The patient was fine and no adverse issue has been reported. Two non-medtronic coils and 2 medtronic coils were implanted prior to this reported coil issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.